Event description:
The pt experienced a shocking/jolting sensation which did not occur when the device was turned off. He also was unable to adjust his stimulation with the pt programmer. Further info was requested.

Manufacturer narrative:
(B)(4)